Event description:
It was reported that a minicap prep kit contained holes in its packaging. The issue was noticed after the device had been used. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The lot was manufactured between 11/20/2013 and 11/21/2013. A review of all batch record documents was conducted for lot number ps44n2 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. A visual inspection noted a hole in the aluminum part of the device. The reported problem was confirmed through a sample evaluation. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The minicap prep kit has been reported to be available for evaluation but has not been received. A batch review will be completed. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.